Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient presented to the hospital following hearing beeping tones from their implantable cardioverter defibrillator (ICD) approximately one week ago. The device was checked and one recorded high impedance greater than 2000 ohms was noted for the right ventricular (rv) lead about a month ago. All other leads measurements were within normal limits. Technical services recommended further testing. Patient will follow up with their health care professional (hcp) within the next few months. No adverse patient effects were reported. This ICD remains in service.